Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer resumed insulin on 3rd cartridge prior to calling tandem. There was no reported adverse impact to the customer's blood glucose level.